Manufacturer narrative:
The technician investigated, tested the bed and found the bed exit worked correctly in all three modes. The accounts risk management personnel stated that the bed exit was not set, the siderails were up, and family was present when the pt got out of the bed and fell. Risk management stated the fall resulted in the pt death.

Event description:
The account alleged that during the overnight hours of (B)(6), a pt exited the bed and fell. The nursing staff reported that the pt positioning monitor (ppm) was set on the bed and there was no alarm sent to the nurses' station when the pt exited the bed. At the time the pt exited the bed, it is not clear whether the ppm was alarming at the bed or not. The pt died as a result of the injuries from the fall. The accounts maintenance pulled the bed out of service, checked the ppm functions on the bed and each of the three modes worked as designed. All of the modes set, alarmed at the bed and sent a call to the nurses' station.